Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion under infused. It's unknown if the patient received the remaining infusion but here were no injuries or adverse events reported.